Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred, causing the customer to experience a blood glucose (bg) level that ranged from 270 mg/dl to over 400 mg/dl.